Event description:
Client was using an (B)(4) to monitor a woman. When the analysis was printed the stv value was zero and the clinician made the decision to perform a cesarean section. The baby was born with no apparent problems. MFR ref number 1000589001-2013-00003.